Event description:
It was reported that the patient experienced new symptoms after receiving a rechargeable battery last thursday and encountered a "communicator not detected" message while attempting to connect to the dbs therapy app. Although the communicator was powered on with a solid green light, the bluetooth light was not illuminated during the call. Multiple troubleshooting steps, including resetting the communicator and restarting the handset, were performed, but did not resolve the issue initially. The caller then reported that they had a connection interrupted, service code 804, and stated that they did not have the communicator on the patient's implant. After placing the communicator on the patient¿s implant, exiting and re-entering the dbs therapy app, the caller received an "implant low battery" message with service code 626 - recharge your neurostimulator battery to prevent future loss of therapy', despite the implant being charged to 100% on sunday and showing 20% during the call. The caller dismissed the message, then connected with the patient's implant and stated therapy was off. The caller said that the patient should have therapy on and noted that the way the patient's symptoms were today, they could tell it was not working. The caller stated therapy was on, supposedly, when they left the hospital on the date of implant. Therapy was successfully reactivated, and the caller confirmed that the implant was charging, reaching 40% by the end of the call. The caller noted that programming was set up on the implant date but expressed dissatisfaction with the rushed and unclear education provided at that time. The patient reported feeling slightly better with therapy restored. The issue was resolved through troubleshooting, and the patient was redirected to their healthcare provider for further assistance. An email was sent to the representative requesting contact with the caller. The caller later called back, repeated previous information, and reported that over the weekend, they encountered code 2703, "out of range, contact your clinician, the neurotransmitter is providing less than the requested therapy." The caller also stated that the ins battery charge level was fully depleted after three days, causing the patient to lose therapy, which led to a dramatic return of symptoms. The patient was redirected to their managing healthcare provider for further assistance. An email was sent to the representative requesting contact with the caller.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.